Manufacturer narrative:
The customer has advised physio-control that they will not be pursing the option of repairing the device. The customer has advised that they have retired the device and removed it from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device will no longer power on with either ac or dc power. This was observed during testing and there was no patient use associated with the reported failure.